Manufacturer narrative:
(B)(4): eval results: (myocardial infarction).

Event description:
Due to positive stress test the pt underwent index procedure with the deployment of one endeavor sprint rapid exchange (rx) drug eluting stent to ramus artery. Post procedure residual stenosis was 0% with timi 3 flow. The pt did not receive a peri-procedural loading dose of thienopyridine. The pt began clopidogrel 75 mg dosing. The pt was discharged from index hospitalization. Four days later, the pt presented with chest pain and myocardial infarction like symptoms. The pt was taken to the catheterization lab and acute closer of the stent and a myocardial infarction with diagnosed. Two days later, the mi event resolved and the pt recovered and was discharged from the hospital. In the opinion of the investigator, the myocardial infarction was severe in intensity, not related to the drug, probably related to the device, and unlikely related to the procedure.